Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on samsung galaxy s10 (android 10) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. Another attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on xiaomi redmi note 13 pro (android 14) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We see many issues with pairing on the xiaomi phones of different models and os versions in the field. Some xiaomi phones are already on a grey list. After conducting a thorough investigation, we have found that there is an app using bluetooth installed on the phone that interferes with the mmm app when the pump tries to establish a connection. To assist with the resolution of the issue, we provided helpline team with the following steps to ensure that it is addressed effectively: clear data of bluetooth app: settings ¿¿ apps ¿¿ manage apps ¿¿ menu ¿¿ show system ¿¿ find and tap on ""bluetooth app"" or ""bluetooth legacy"" ¿¿ storage and cache ¿¿ clear storage reset network settings, there are two ways to do it: - settings ¿¿ connection & sharing ¿¿ reset wi-fi, mobile networks, and bluetooth ¿¿ reset settings - settings ¿¿ system ¿¿ reset options ¿¿ reset bluetooth and wifi ¿¿ on the dialog tap ""reset"". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.